Event description:
It was reported that during an interventional stenting procedure in the saphenous vein graft to circumflex artery, a non-abbott embolic protection device was inserted. Two xience prime stents were implanted without incident. The physician went to remove the non-abbott embolic protection device and the device did not fully collapse. As the non-abbott device was being removed, it caught on the proximal xience prime 2.5 x 38 mm stent and explanted the stent. The physician deployed another xience stent to complete the procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure related to any abbott device. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience prime. Embolic protection: spiderfx. (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, the xience prime stents were deployed in the saphenous vein graft. It should be noted that the xience prime instructions for use states: the xience prime stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.